Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 6x20mm balloon catheter (bc) ruptured within its nominal pressure during pre-dilation. Therefore, it was replaced with a new balloon catheter. The procedure was finished successfully. There was no reported patient injury. The target lesion was the left iliac artery. No target lesion characteristic information was provided. The approach was made from the left femoral artery. Additional information received indicated that it was unknown if the reported event/balloon burst occurred during the initial inflation. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17467928 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.   Please note that this is the initial/final report for this product.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflex pro 6 mm. X 2 cm. Balloon catheter (bc) ruptured within its nominal pressure during pre-dilation.  Therefore it was replaced with a new balloon catheter. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the left iliac artery. No target lesion characteristic information was provided. The approach was made from the left femoral artery. Additional information received indicated that it was unknown if the reported event/balloon burst occurred during the initial inflation. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.